Manufacturer narrative:
Refers to forward firing of the side firing surgical fiber.

Event description:
It was reported that during a prostate procedure @ 21,838 joules of use and 5:04 minutes "end firing" was observed. The fiber was not cleaned during the procedure because there was no tissue on the tip. The procedure was completed using a second fiber @150,136 joules of use and 21:19 minutes. There was no injury to patient reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.